Manufacturer narrative:
The reported complaint that "the navigation "down" button (user interface membrane) on the autopulse platform (sn (B)(4) does not work. Was confirmed during functional testing. The root cause of the reported complaint was the defective user interface (ui) membrane, likely due to the aging of the device. The platform was manufactured in may 2005, and is over 17 years old, past its expected service life of 5 years. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. Archive could not be downloaded due to the ir interface was defective, no connection could be established via cable, likey attributed to the age of the platform, unrelated to the reported complaint. The ir interface was replaced to address this issue. During functional testing, the navigation "down" button (user interface membrane) on the autopulse platform (sn (B)(4) does not work, thus confirming the reported complaint. The ui membrane was replaced to the address the reported complaint. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
The navigation "down" button (user interface membrane) on the autopulse platform (sn (B)(4) does not work. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.